Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endometriosis, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genral abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and menorrhagia ("prolonged periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy with bilateral salpingectomy, lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection and vaginal discharge had resolved, the psychological trauma, fatigue, migraine, headache and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, genital bleeding, psych injury. Patient tolerated procedure very well concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea,prolonged periods quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: prolonged periods were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done." The patient's medical history included endometriosis, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy with bilateral salpingectomy, lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection and vaginal discharge had resolved and the psychological trauma, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, genital bleeding, psych injury. Patient tolerated procedure very well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endometriosis, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy with bilateral salpingectomy, lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection and vaginal discharge had resolved and the psychological trauma, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, genital bleeding, psych injury. Patient tolerated procedure very well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital bleeding, uti, vaginal discharge, fatigue, migraine, headache, weight gain, essure confirmation test not done. Outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital bleeding, uti, vaginal discharge were added. Essure insertion and removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.